Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional has reported unknown side "implant rupture." Device has been explanted and replaced.

Event description:
Healthcare professional has reported "implant rupture". Physician subsequently reported, capsular contracture - baker grade ii. This relates to an left side.

Event description:
Healthcare professional reported, left side implant rupture. Capsular contracture, baker grade ii. Device has been explanted and replaced.

Event description:
Healthcare professional has reported unknown side "implant rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations of crease fold of the implant and wear abrasion.